Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative repaired the collimator. The system was tested and operates as intended.

Event description:
The customer reported that the stenoscop system produced a limitation on the x-ray size. No patient injury was reported.